Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was implanted on (B)(6) 2024. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted proximally and had two (2) shoulders. There was no leak noted. There was no patient complications reported, and the patient was asymptomatic. The patient had a computed tomography (CT) scan completed which confirmed the shift. Percutaneous retrieval of the device occurred on (B)(6) 2024 and the patient was reimplanted with another watchman closure device.